Manufacturer narrative:
The reported event was confirmed however the cause was unknown. An amber 2 way foley catheter was returned opened without original packaging. The catheter was inflated with 10 ccs of di water using a luer lock syringe. The balloon inflated asymmetrically to a ratio of 80/20, not meeting specification. Di water was attempted to be passed through the drainage funnel using a slip tip syringe. Water was not able to be passed through and appeared to be blocked. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. A potential root cause for this failure could be "biological encrustation resulting in blockage". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unlikely to be caused by the user violating the information for use (IFU). The actual/suspected device was inspected.

Event description:
It was reported that foley catheter was resisting when tried to flush and fluid came rushing back at patient. When removed the foley the patient's bladder was drained and attempted to flush the catheter after removal it appeared to be clogged internally. It was confirmed that the user used drainage funnel to flush and was inflating only 5cc sterile water and explained bard foley catheters with 5cc balloons must be inflated with 10cc of sterile water. Per investigator notification on 12oct2021, the catheter was found to have an asymmetric balloon during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was resisting when tried to flush and fluid came rushing back at patient. When removed the foley the patient's bladder was drained and attempted to flush the catheter after removal it appeared to be clogged internally hx-patient was with urostomy stoma and inserted 20fr. Lubricath foley to the for drainage confirmed that the user used drainage funnel to flush and was inflating only 5cc sterile water. Explained bard foley catheters with 5cc balloons must be inflated with 10cc of sterile water.